Event description:
The consumer reported that the day before the call she turned her stimulation on and felt nothing, then she moved and felt a jolt and then nothing again. The patient reported she had a fall a few months ago. The change in therapy or symptoms was considered sudden. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.